Event description:
Per the clinic, the patient sustained a blow to the head resulting in a performance decrement, discomfort with device use, and subsequent non-use. Reprogramming attempts were made; however, the issue could not be resolved. Explant and reimplantation is planned but has not taken place at the time of this report (B)(6), 2011. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.